Event description:
Report alleges pt complains of the right looking different from the left over the past 1 1/2 yrs and progressive firmness. Report also alleges pt denies history of trauma or decreased size. Pt has some discomfort on right side, complains of systemic problems including arthralgias (morning stiffness with the right side greater than the left), myalgias, dysesthesias/paresthesias, swelling, fatigue, sleep disturbance, adenopathy, fevers, hot flashes/sweats, headaches, tmj disease, problem with autoimmune "keratocoryunctis", dizzy spells, memory problems, dry mucus membranes, hair loss, rashes, sensitivity to sun/cold (raynaud's)/chemicals, shortness of breath, chest pain, costochondritis, choking sensation, weight fluctuations, gastrointestinal and genitourinary disturbances. Pt is otherwise healthy.